Manufacturer narrative:
(B)(4).

Event description:
Information was reported by the healthcare professional (hcp) regarding a patient receiving dilaudid (10 mg/ml at 4.101 mg/day) via an implanted pump. The indication for use was non-malignant pain and other non-malignant pain. It was reported that the 8476, motor stall, error code was seen on the personal therapy manager (ptm) over the weekend. The patient had been taken to the emergency room on (B)(6) 2015 due to withdrawal symptoms. Further follow up was done to determine if any troubleshooting or diagnostics occurred, the cause of the motor stall, if any actions/interventions occurred, if the event had been resolved, and the date the stall occurred.